Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noisy signals pre-operation review. The boston scientific technical services consultant reviewed the remote monitoring system report indicating atrial intrinsic amplitude out of range alert for this ra lead and status indicators but no review nor notes relating to noise and advised to contact the physician who noted the noise for review of physician analysis, patient plan and care. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned with no ra lead replacement. The noisy signals were due to lead dislodgement. No additional adverse patient effects were reported.